Manufacturer narrative:
Follow-up MDR has been created to retract the submitted MDR, as the thermogard hq temp mgt console (sn (B)(6)) was a demo device and was not used on the patient. Therefore, this event is a non-complaint.

Manufacturer narrative:
The customer reported a complaint that "the thermogard hq temp mgt console (sn (B)(6) intermittently displayed coolant low error upon powering up," which was confirmed during the functional testing. The root cause of the reported complaint was a malfunctioning assembly cold well reservoir, likely attributed to defective component(s). Upon visual inspection, unrelated to the reported complaint, loose casters, bent vertical shafts, and scratched base due to damaged casters, missing drip pan and cold well screen, damaged setup guide, loose top lid screws, and scratched and dented handle were noted. The observed damages are likely attributed to user handling/maintenance. The damaged and missing parts need to be replaced to address the observed physical damages. The event log review indicated no system errors. The thermogard console failed functional testing because the cold well sensor did not detect the glycol in the cold well due to a malfunctioning assembly cold well reservoir which is the root cause for the intermittent coolant low error on power up. The assembly cold well reservoir needs to be replaced to address the reported complaint. Upon service completion, the thermogard console will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard hq temp mgt console with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard hq temp mgt console (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Zoll demo thermogard hq temp mgt console (B)(6) intermittently displayed coolant low error upon powering up. No further information was provided. No patient involvement.